Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings: a review of the pump history showed multiple instances of the pump being suspended. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the suspend/resume function multiple times with no issues observed. The keypad cover was fully intact; no damage was observed. All keypad buttons responded appropriately to button presses. The pump was exercised for 24 hours on a 1 unit per hour basal program with no issues occurring. No related warnings or errors occurred during the investigation. The pump cover was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of the user not being able to turn off ¿suspend¿ mode was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that the pump was stuck in suspend mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.